Manufacturer narrative:
Technician states that he adjustable the CPR cable to resolve the problem with the head section drifting down slowly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account has a bed that the head is drifting down.